Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she is without stimulation. The pt allegedly suspended use of her scs system approx four months ago due to personal reasons and is now unable ot communicate with the ipg via either the programmer or charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on the pt found that the problem persists with the use of the replacement charging system. Surgical intervention will be undertaken to replace the pt's ipg; however, a date for the procedure has not been set.